Event description:
Patient was set up for a 72 hour ambulatory eeg. After recording a few minutes of eeg, the equipment was functioning normally. When the patient returned 72 hours later, she said the screen was blank indicating that the recorder was not functioning. When trying to import the eg, no eeg from the recorder was there except for the first few minutes recorded in the eeg dept. A tech was called and couldn't find any problems with the recorder. A simulation was performed and it was functioning normally. Lithium batteries showed that they were at 100% strength, will reinforce tightening of the battery chamber to be sure the batteries are seated properly.